Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The evaluation experienced the reported symptom caused by a filed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no patient incident.